Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with a result of 187 mg/dl- 217 mg/dl (exact value not provided). Reporter indicated that the same blood sample was immediately retested, in a hospital laboratory, with a result of 67 mg/dl. No patient injury was reported and no treatmeant was received. Technical support requested the return of the suspect product and replacement product was shipped.